Manufacturer narrative:
The reported event of ¿noise noted on the ra lead¿ was confirmed. As received, a complete lead was returned in three pieces [the connector portion (a) measured 8.2 cm, the middle portion (b) measured 5.5 cm and the distal portion (c) measured 41.4/43.3cm (outer insulation/inner insulation and inner coil).]. Visual inspection of the lead found an external insulation abrasion [noted at 10.9 cm to 11.2 cm from the portion ¿a¿ connector pin] exposing the outer coil in one location proximal to the suture sleeve tie impressions consistent with friction to the device can. The reported event was isolated to the exposed outer coil in the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise that was not reproducible and oversensing was observed on the right atrial lead. The lead was explanted and replaced without complication. The patient was stable before, during and after the procedure.